Event description:
Patient was undergoing laparoscopic roux-en-y gastric bypass surgery. The 45-mm laparoscopic gia stapler was placed across the upper stomach approximately 3-cm distal to the cardia. The stapler was fired, it stapled but did not cut. The stapler was replaced, and the procedure was completed without further incident.